Event description:
It was reported the patient was at first hearing her pump alarm once every 15 minutes. The patient had since been hearing the pump alarm every 10 minutes, and it was louder. The patient initially thought the alarm she was hearing was her phone. Telemetry confirmed a critical alarm was occurring due to a motor stall. The motor stall occurred on (B)(6) 2015, and a ¿stopped pump may exceed tube set¿ message was seen. Tube set occurred on (B)(6) 2015. To the reporter¿s knowledge, the stall had not recovered. This was the only motor stall in the logs. The cause of the motor stall was unknown, and the patient had not had an MRI or been around any electromagnetic interference (emi) that she was aware of. There were no symptoms reported. The pump was filled last week (from the time of this report). The patient was alive, without injury. It was unknown if she was receiving effective therapy. The patient was already scheduled to have her pump replaced on (B)(6) 2015 due to normal battery depletion (prior to pump eos). The health care provider (hcp) still planned to replace the pump on this date. The medications delivered via the pump were morphine, bupivacaine, and baclofen. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies. Corrosion and/or wear and/or lubrication were seen as well as a stall due to shaft-bearing.